Manufacturer narrative:
The returned device was evaluated and blood was observed on the bottom housing. Inspection of the formed needle found no damages or defects that would contribute to bleeding. The cause of the bleeding could not be determined. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. The cannula was also observed to be stretched. It could not be determined how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 280 mg/dl after wearing the pod between 1 and 4 hours on the hip/buttocks. There was bleeding and swelling noted at the insertion site. Hyperglycemia treated by patient activating new pod.